Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose. The caller stated that his glucose level went up to 384 and then dropped to 276mg/dl. The customer stated that he woke up with pain and vomiting. The caller felt that he was high and no delivery might have been the cause of the reservoir recall. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.